Event description:
The report received from the affiliate indicated that the procedure was percutaneous transluminal angioplasty to a radial vein with 80% stenosis, mild calcification and mild tortuousity. The product was inspected prior to clinical use and prepped accordingly with no anomalies noted. The slalom thrill balloon catheter was then inserted at the target site. However, it was difficult to dilated but the physician managed to dilate up to 16 atmsopheres. The physician induced additional pressure, aiming to obtain enough dilation, and the balloon ruptured below rated burst pressure. During withdrawal of the ruptured balloon, it became stuck inside the 4french sheath. Therefore, the physician had to make an incision in order to withdraw the balloon. There was no separation of balloon parts, and it was confirmed that there was no dissection of the vessel. The patient was noted in stable condition.